Event description:
Customer reported performing four consecutive tests with the freestyle meter with results of 295 mg/dl, 83 mg/dl, 126 mg/dl and 90 mg/dl. The customer also used a accuchek meter with a result of 100 mg/dl. The customer treated with insulin based on how customer felt. The customer did not require medical attention. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.